Manufacturer narrative:
Cynosure technician inspected the laser system and found no problems.

Event description:
The physician treated the patient's neck and chest with smartskin co2 laser system. The pt is burned and presented with keloid scars after the physician used incorrect setting and over treated the pt.